Event description:
Patient reported "severe pain and marked breast asymmetry", "capsular contracture grade iii¿IV" and "suspected anaplastic large cell lymphoma (alcl)". This record is for the left side. Device remains implanted. Alcl typically presents in the form of late seroma, as this has not been diagnosed, and there are no other findings suggesting atypical or metastasized alcl, currently there isn't enough information to support the diagnosis of suspected alcl. A follow up is being performed with the healthcare professional for further testing details.

Manufacturer narrative:
Clarification to d6a implant date: partial date (B)(6) 2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.